Event description:
Reporter indicated a vns patient was having occasional breakthrough seizures, and that the patient's vns was at end of service. A battery estimate performed with limited parameter information yielded 2.02 years remaining, but this is a rough estimate due to lack of complete programming history. The patent underwent vns generator replacement. The generator was returned for analysis with paperwork indicating the generator was at end of service. All attempts to the reporter for additional information have been unsuccessful to date.